Event description:
A surgeon reported a pt seeing starbursts and rings of light following bilateral intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that an lri (limbal relaxing incision) procedure was performed approx four months following the implant surgery. The surgeon also reported noting posterior capsule opacification and performed a yag laser. The surgeon reported the pt continues to experience glare, halos, and starbursts. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other complaint reported in the lot number. Add'l info was requested on 07/07/2011 by fax and mail. A completed questionaire was received on 07/22/2011. (B)(4).